Manufacturer narrative:
The micrusphere 10 platinum microcoil 3 mm x 5.4 cm (sph10030020/m10614) was stretched during repositioning in the aneurysm (withdrawal/readvancement). The coil was removed from the microcatheter while the microcatheter remained at the target site. The coil was still attached to the delivery system when it was removed. An adequate continuous flush was maintained through the unknown microcatheter. There was no resistance at any time during advancement/repositioning/withdrawal of the coil through the unknown microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. There were no damages noted on the coil prior to use. There were no damages noted on the microcatheter (details unknown) prior to and after use. The same microcatheter was used to complete the procedure. Coil entanglement with previously placed coils was not suspected to contribute to the event. Neck remodeling was not utilized. The microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The proximal end of the coil has been stretched. The coil unraveled out of the soldered section. The 5.4 centimeter long coil was stretched approximately 10.0 centimeters. The distal section of the coil is undamaged. There are two possible contributing factors to the coil stretching. The primary contributing factor to the root cause of the proximal end of the coil stretching may have been due to the coil becoming anchored on the coils already dwelling inside the aneurysm, on the coil itself, or on the distal tip of the unidentified microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, 'caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' The secondary contributing factor to the coil being stretched at the proximal end may have been due to distal interference with the coil becoming temporarily anchored. When the coil was retracted, the proximal end of the coil stretched before being released. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretching of the coil was confirmed with analysis of the returned device. It is possible that procedural factors contributed to the event; however, with review of the reported procedural information and the analysis, no root cause conclusion can be determined. With review of the analysis of the device and device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the micrusphere 10 platinum microcoil 3 mm x 5.4 cm ((B)(4)) was stretched. This is not a potential adverse event. There were no damages noted on the coil prior to use. There were no damages noted on the microcatheter (details unknown) prior to and after use. An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was no resistance at any time during advancement of the coil through the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil was removed from the microcatheter while the microcatheter remained at the target site. The coil was still attached to the delivery system when it was removed.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown).